Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the surgeon wanted to fire the bipolar instrument on universal surgical manipulator (usm) 1, but the monopolar instrument on usm3 was fired instead. The customer received phone assistance from the technical support engineer (tse). The tse checked the log, but there were no related errors. The tse asked the customer about operating the bipolar firing mechanism, but the customer did not know the details. The tse explained to the customer the log review's result. The procedure was continued using the same system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was resolved by reseating the bipolar cable connected to the erbe generator on the vision side cart (vsc). The issue occurred intermittently. The procedure was continued and completed using the same system and with all four universal surgical manipulators. There was no patient injury and no report of post-surgical complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the reported issue. The fse also verified the normal function of integrated electrosurgical unit. No problem was found. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the issue was resolved after the customer reseated the bipolar cable connected to the erbe generator on the vision side cart (vsc). Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.